Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, void >1 mm in non-textured and one curved opening. A microscopic analysis and a leak test were performed which identified one sharp crease opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp crease opening in the side anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported an unknown side deflation. Device remains implanted.